Event description:
It was reported that during the implant procedure, there were issues during the slitting of the left ventricular (lv) lead¿s delivery catheter. The first catheter broke in half while slitting. The catheter was replaced and the slitter fell out of the track of the 2nd catheter at the exact same point that the 1st one had broken. After the slitter fell out of the track, the physician was able to salvage the lead position and was able to re-engage the catheter with the slitter in order to successfully slit the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).